Event description:
Operating room table was positioned in the reverse position. Weight max in this position was 500 lbs. Patients weight was approximately 380 lbs. Upon rotating at end of case the base lifted off floor but did not completely tip over. Staff had hands on the bed and patient was safe. The bed was braced until transfer to stretch. Patient was unharmed.